Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that an animal underwent an ovary-hysterectomy in 2019 and the suture was used. 4 or 5 day after the procedure, the overlock/suture of the abdominal wall had broken in its length, the nodes being intact.